Event description:
It was reported by the vet hospital that the tip of a depth gauge for 2.7mm & small screws broke off midway down during a surgical procedure. There was no negative impact on the patient (a dog) and no reported delay in surgery. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: the report is for a veterinary case; no patient information will be reported. Event date: unknown. Device is an instrument and is not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). The investigation could not be completed; no conclusion could be drawn as no product was received. Service history review: lot no: 5414994. No service history review can be performed as this is a lot controlled item. The manufacture date of this item is january 5, 2007. The source of the manufacture date is the release to warehouse date. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Service & repair evaluation: the customer reported the tip broke off. The repair technician reported tip broken as the reason for repair. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit on august 11, 2015 for further investigation. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (part number 319.04, depth gauge for 2.7mm & small screws, lot number 5414994). The returned depth gauge was received assembled. The hooked tip is broken off the graduated slider body and was not returned. A visual inspection, complaint history review and drawing review were performed as part of this investigation. The associated subject device drawings were reviewed. Relevant features/dimensions were inspected and found to be within specification. No drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. No other issues were identified with the device. The cause of the complaint condition could not be determined; but it is likely that the excessive force was applied. This complaint is confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.